Event description:
The plaintiff's attorney alleged that the plaintiff experienced a cardiovascular event on an unk date after the use of the product.

Manufacturer narrative:
This in one event (cardiovascular) for the same pt involving two separate products: associated MDR #1225714-2013-01138.

Manufacturer narrative:
Additional info has been requested and will be submitted upon receipt accordingly. This is one event for the same pt involving two separate products.; associated mdrs# 1225714-2013-01137 and 1225714-2013-01138.

Event description:
Additional information received noted that the patient experienced a cardiopulmonary arrest and subsequently expired, which is alleged to have been caused by the patient's exposure to the product administered during dialysis treatment.